Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, specifically a fill estimate of 40 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. Caller was advised by technical support not to overfill the cartridge and acknowledged the guidance. Despite this, caller chose to continue using the current cartridge and planned to follow up if necessary.